Event description:
The customer reported via phone call that they had low blood glucose levels of 49 mg/dl. The customer treated the blood glucose with orange juice. The customer reported having issues with the sensor glucose readings being different from the blood glucose readings. The customer recorded a sensor glucose reading of 227 mg/dl when their actual blood glucose level was 229 mg/dl. While troubleshooting, the customer was advised that the sensor glucose and blood glucose difference was within an acceptable range. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.